Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive flu (specific analyte not specified) results for an unknown number of patients. The customer communicated the results were confirmed negative by culture testing. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.